Event description:
It was reported that (1) device was used during a thoracotomy. It was reported by the affiliate that the tim20 clips would deliver (blocked). Another instrument was used to complete the case. There was no consequence to the patient.